Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they were starting to feel constant sharpness and stimulation in the wrong location - uterus and hip. This happened during the initial programming, so they reprogrammed it and it was starting again the last couple of weeks. The patient noted they use a riding mower and their yard was very bumpy. The patient also reported that last week while at the store they had a sudden shocking in their uterus that only lasted a moment and subsided. The patient was to follow up with their manufacturer representative (rep) and schedule an appointment with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.